Manufacturer narrative:
The agent reported, "removal of implants for treatment of infection where temporary spacer was placed. Male 66." The previous surgery and the surgery detailed in this event occurred 5 months, 29 days apart. Item number: 243-01-110 "item description: empowr 3d kneetm, press fit femur, 10l", lot#: unknown, part revision: na, product type: knee, manufacture date: unknown, expiration date: unknown. This evaluation is limited in scope as limited information was provided to enovis surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There were no findings during this evaluation that indicate that the reported device(s) was the source or had a direct connection with the patient's infection. Root cause: the root cause of this complaint was a revision surgery due to infection requiring removal of the femoral component and polyethylene insert, with subsequent replacement of the femoral component and upsizing of the polyethylene insert while retaining the tibial baseplate. No information was submitted with the complaint regarding the patient's pre-existing conditions or any patient activities that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of enovis surgical. Containment: inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Device history records review: given the limited information, an extensive search of djo records for an invoice of the previous surgery produced no results, therefore, without the records this investigation cannot lead to a firm conclusion. Complaint history: customer complaint history of the reported device(s) showed no present trends or ongoing issues that need review.

Event description:
Revision surgery due to infection.